Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.

Event description:
Reported blood glucose reuslts of "255 mg/dl, 327 mg/dl, 401 mg/dl and 223 mg/dl" with the lifescan meter, performed within 10 mins of each other. The meter was replaced.